Event description:
It was reported that during therapeutic procedure the subject device almost disconnected. The procedure was completed using similar device. There were no reports of patient harm.

Manufacturer narrative:
E2/e3: information was asked but unknown, in regard to occupation of the initial reporter or whether they are a healthcare professional. The device was returned for evaluation and the customer's allegation was confirmed. The device evaluation found corrosion on the scope mount, free lock lever and the main unit also there is a scratch on the lens of the main unit. Based on the results of the investigation a probable root cause cannot be identified. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.